Manufacturer narrative:
Device was used for treatment, not diagnosis. No patient information available for reporting. This report is for an unknown locking screws. Part and lot numbers are unknown; UDI number is unknown. The 510k unavailable. Implant/explant dates unknown. Device not available for return. Reporter is author; no contact information available. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4)

Event description:
Device report from synthes europe reports an event in (B)(6)as follows: this report is being filed after the subsequent review of the following literature article: y. Yang et al. (2017). Comparison of the incidence of post-operative dysphagia between anterior cervical discectomy and fusion with the zero-profile implant system and with the traditional anterior plate, int j clin exp med 2017;10(6):9277-9287. (B)(6). The study objective was to compare the incidences of dysphagia after acdf with the zero-p implant system and a traditional anterior plate. The retrospective review was conducted on two hundred and forty-three (243) consecutive patients experiencing acdf with anterior plates or zero-p from april, 2011 to april, 2015. They were divided into two groups. The zero-p group consisted of 120 consecutive patients, including 74 males and 46 females aged 51.9 years on average, with an average follow-up period of 1.5 years (ranging from 1 to 2 years). While the plate group contained 88 males and 35 females (a total of 123 consecutive cases) with an average age of 51.03 years. Patients were chosen to undergo surgery with either zero-p or traditional anterior plate. The zero-p implant of an appropriate size, and filled with composite synthetic bone graft (beta-tricalcium phosphate, - tcp, chronos), was implanted in the zero-p group patients. In plate group patients, traditional anterior plates incorporated with polyetheretherketone cages (cornerstone-sr cage system, medtronic sofamordanek USA inc.) Or autogenous iliac bone were used. Final imaging of the device, as implanted, was performed. Various scale and test evaluations were used to measure patient outcomes. The following complications were reported: (B)(4) at one week, one month, three months, six months, and final follow-up, respectively. Most patients showed mild dysphagia which gradually weakened after surgery. One patient, in the zero-p group, reported having severe dysphagia one week after surgery, while no one reported severe dysphagia one month after surgery. This is report 2 of 3 for (B)(4). This report is for an unknown quantity of locking screws,